Event description:
It was reported the screen went black. The programmer could not be rebooted. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) after the programmer was on for a short while the screen goes white. Did not verify a black screen. When the screen was moved, the display returned to normal. A board connection to the display screen was found loose. Power supply is noisy.